Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. Additional information was requested, and the following was obtained: before getting a new battery did they remove the battery from the cdh29p and reinsert it to see if it would work? Yes-as informed by the surgeon in the first interaction to anjali. Why does the surgeon believe that the original device caused contributed to post operative leak? Because original battery of cdh29p was not working. Did the staple line get inspected intraoperatively and were there any issues noted? He just informed that he did the leak test. Also post firing he checked the integrity of the doughnuts which seemed fine to him.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2023 d4: batch # 438c44 investigation summary visual analysis revealed that the cdh29p device arrived with no apparent damage. Staples were present, the washer was still uncut and contained within the anvil, and when a test battery was inserted, the green checkmark did not illuminate. This indicates the device was not fired. The device was tested for functionality, and it fired and formed staples as well as completely cut the test media and the breakaway washer. During the inspection of the test skin, two staples were noted to not be within the test skin. These staples were found within the packaging of the compliant device. They had presumably fallen out of the device during transpiration to the pi lab for analysis, as they were found in the packing post decontamination. A battery was also returned with the device and was visually inspected. No apparent damage was seen. The returned battery was inserted into the returned device with no issue. The battery was also probed and found to have residual voltage. All of these findings indicate the battery was manufactured and assembled correctly. The test battery was inserted, and the device was fired an additional four times in order to insure there was not an intermittency issue. When the test battery was inserted for all four additional firings, the device illuminated and functioned without incident. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing and forming all the staples as well as completely cutting the test media and the breakaway washer without incident, the power none and leak intervention issues reported could not be confirmed and it is recommended to add the ac reported condition not confirmed to the complaint file. A manufacturing record evaluation was performed for the finished device batch number 438c44, and no non-conformances were identified. Additional information recevied: surgeon informed us for post op anastomotic leaks leading to sepsis. Procedure: exploratory laparoctomy with lar with pelvic lymphadenopathy + rplnd + liver metastasectomy., did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Answer: for rest other questions surgeon denied to answer any of the further query regarding the episode happened.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. D4 batch # unk. Only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was received: on (B)(6) 2023, surgeon was using cdh29p for his patient and the battery pack of the stapler didn't work during the procedure. Stapler was fully engaged on the patient and was not in a condition to take it out. Since the battery was not working, surgeon had to open the new stapler which was cdh31p and tried to use the battery pack of cdh31p in the already engaged stapler cdh29p and it got successfully fired during the anastomosis. I got notified on 10th oct, 2023 by the surgeon that the patient is not doing fine and there is an anastomotic leak in the staple line. Surgeon is suspected/ claiming that the leak is because of the faulty stapler because the same stapler is as having battery problem. Surgeon also suspected that the entire stapler was faulty and hence patient had to face adverse event. Surgeon informed us for post op anastomotic leaks leading to sepsis. Exploratory laparotomy with lar with pelvic lymphadenopathy + rplnd + liver metastasectomy., the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: before getting a new battery did they remove the battery from the cdh29p and reinsert it to see if it would work? Why does the surgeon believe that the original device caused contributed to post operative leak? Did the staple line get inspected intraoperatively and were there any issues noted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when technician opened the sterile pack of cdh29p for procedure, surgeon assembled the entire product on the patient's body and when connected the battery to the stapler it didn't work at all. Surgeon claimed that there were no battery in the device. The surgery was delayed 45 minutes. Another stapler was used. The procedure was successfully completed. There were no patient consequences.